Event description:
The lay user/patient contacted lifescan (lfs) in 2007, alleging inaccurate low readings. A medical affairs specialist (mas) spoke to the pt the following day and obtained the following info: on an unspecified date and time the pt was exhibiting symptoms of frequent urination and tested his blood glucose in the afternoon and obtained a blood glucose in the 80's. The pt did not treat himself due to low meter reading. He did not recall what his blood glucose was earlier that day; however, claims he was asymptomatic that morning and took his set amount of insulin. Due to his symptoms, he went to the ER in the evening and was tested using their meter and obtained a reading in the 200's. The pt was treated with insulin in the ER and then released. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was not done, since the pt did not have any control solution. Customer care advocate (cca) sent the pt a replacement meter and testing supplies. The complaint is being reported because the pt alleged low readings, experienced hyperglycemic symptoms and was treated by a medical professional with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.